Event description:
The device was returned after being electively explanted and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and the outer insulation was found to have a breached depression. It was also noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism.